Event description:
Patient presented back to the physician with wound dehiscence exposing the stimulation lead and sensing lead at the chest and neck incision sites. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with inflammation and drainage at the chest incision site. Physician prescribed antibiotics.